Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A straight saw attachment 212186 (sn (B)(4), lot 35040917) would not keep a saw blade locked in to cut bone during a total knee procedure today. We grabbed another sterile set at the hospital and finished the case with about a 10 minute delay. There was no patient harm and case was completed successfully. Did the blade fall out of the handpiece during cutting into the operating field? As per the mps: yes but we had not yet started resecting bone on the patient. It occurred when the surgeon started the saw off of the bone but the blade didn¿t fall onto the patient - the surgeon caught it before it reached the patient. Case type: tka. Surgical delay: 10 minutes.

Event description:
A straight saw attachment 212186 (sn (B)(4), lot 35040917) would not keep a saw blade locked in to cut bone during a total knee procedure today. We grabbed another sterile set at the hospital and finished the case with about a 10 minute delay. There was no patient harm and case was completed successfully. Did the blade fall out of the handpiece during cutting into the operating field? As per the mps: yes but we had not yet started resecting bone on the patient. It occurred when the surgeon started the saw off of the bone but the blade didn¿t fall onto the patient - the surgeon caught it before it reached the patient. Case type: tka. Surgical delay: 10 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: a straight saw attachment 212186 (sn (B)(4), lot 35040917) would not keep a saw blade locked in to cut bone during a total knee procedure today. We grabbed another sterile set at the hospital and finished the case with about a 10 minute delay. There was no patient harm and case was completed successfully. Did the blade fall out of the handpiece during cutting into the operating field? As per the mps: yes but we had not yet started resecting bone on the patient. It occurred when the surgeon started the saw off of the bone but the blade didn¿t fall onto the patient - the surgeon caught it before it reached the patient. Case type: tka. Surgical delay: 10 minutes. Product inspection: inspection could not be performed because the product was not returned. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 11-07-2017. Devices manufactured: 50. Devices failed inspection: 1. Nc/npr/qt numbers: qt17-11-0018. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35040917 shows 2 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4). Complaints related to p/n: 212186 will be tracked by trend request# 1191. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.